Event description:
It was reported by the user facility that the tip of the loaner core impaction drill was heating up towards the beginning of a procedure. The procedure was completed successfully using back-up equipment without a clinically significant delay; no medical intervention and no adverse consequences were reported.

Manufacturer narrative:
The device was repaired and placed back into stryker stock.